Event description:
Hospitals reports increased infections in their patients using the pleurx catheter.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for evaluation. Results of the investigation are pending. Follow-up report will be filed.